Event description:
It was reported that the patient presented to the clinic after experiencing pocket stimulation. The patient became symptomatic when the atrial lead polarity was changed to unipolar mode. The lead was capped and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.